Event description:
I had surgery in 2006 for hysterectomy and abdominoplasty. My systems were correct with suture problems and I was infected with mycobacterium fortuitum resulting in several surgeries and blood clots that almost killed me. I have a list of the sutures used in my surgery and they were manufactrued by ethicon and my surgery was performed around the same time as the panacryl recall. I am very concerned that my sutures were also contaminated before my surgery.